Manufacturer narrative:
It was reported that hair was noted within the syringe. Reportedly, the hair was identified after a pharmacy technician drew up medication while preparing to make multiple syringes of the medication. No serious injury or patient involvement was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or sample were provided for evaluation. The reported problem/issue was unable to be confirmed and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that hair was noted within the syringe.